Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 8 mg/ml at 0.3847 mg/day. The patient's previous pump was replaced on (B)(6) 2016 due to end of life. The new pump was programmed at the same dose as the old pump (1.5266 mg/day). The hcp stated that the dose following the implant of the new pump "totally gorked" the patient. The hcp stated the patient was still halfway "gorked" as of now in the hospital. The hcp clarified that they meant the patient was very out of it, and the patient would respond a little bit. The pump dose was decreased multiple times (currently 0.3847 mg/day), and the patient was a little better now than after the implant. The patient was admitted to the hospital, and the patient's hcp was planning on putting saline in the pump. The pump had been off since (B)(6) 2016. The hcp may start infusion again after the patient gets better. The hcp later reported on (B)(6) 2016 that the patient had developed dementia "all of a sudden" as well. Additional information was requested to determine what diagnostics were performed related to the patient being "out of it" after the pump replacement; what actions or interventions were taken; and what caused the patient's symptoms.